Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The patient's attorney alleges that the device used on the patient was a counterfeit mesh. However, based on the information provided, we are unable to verify whether the device is a counterfeit mesh or a legitimate davol product. Until additional information is received, we are treating this device as a davol product. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned. The patient's attorney alleges that the device was implanted on (B)(6) 2009 and subsequently explanted. However, the only reference to any explanted devices in the attorney's report is a statement that on (B)(6) 2009 all surgical products implanted on (B)(6) 2009 were removed. Without additional information, no conclusion can be drawn.

Event description:
Based on attorney's report: on (B)(6) 2009 - the patient underwent insertion of an adjustable gastric band and repair of an umbilical hernia with bard flat mesh, which was a "counterfeit/defective surgical mesh." Following the initial procedure, the patient developed a severe abdominal (B)(6). On (B)(6) 2009 - the patient underwent a second surgical procedure to alleviate patient's severe infection. Following the second surgical procedure, the patient experienced complications and sought medical/hospital treatment at hospital. On (B)(6) 2009 - the patient returned to hospital and surgeon performed a third surgery, during which time a portion of the gastric band as well as the patient's appendix were removed. Following the third surgery, the patient was placed in the intensive care unit, and experienced kidney and heart complications. On (B)(6) 2009 - the patient underwent a fourth surgical procedure, "during which time all surgical products implanted during the initial (B)(6) 2009 procedure were removed." Following this procedure, the patient was, again, placed in the intensive care unit. On (B)(6) 2011: the patient underwent a fifth surgical procedure, at which time additional complications stemming from the implantation of counterfeit/defective mesh were addressed. The attorney reports that the patient continues to experience a medical complications stemming from the implantation of counterfeit/defective surgical mesh, and the patient is receiving ongoing medical treatment, and that the patient has been seriously injured.